Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: generalized illness. (B)(4). Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch mw5113764) that a female patient underwent an unspecified breast surgery with mentor smooth round moderate profile 350cc saline breast prostheses and suffered several unexplained systemic symptoms, including thyroid issues, panic attacks, heart palpitations, vision problems, bladder problems, and unspecified breast implant illness symptoms. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral explantation with no replacement breast prostheses on (B)(6) 2021. It was reported that the patient¿s breasts appear deformed since removal surgery. This medwatch report is for the patient¿s right breast prosthesis.